Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found that the batteries did charge and discharge properly, and it appeared that the only problem was that the battery charge led in the cart was not functional. The fse replaced the battery charging label which resolved the issue. The iabp unit passed all calibrations, functional and safety test per factory specifications and was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging and the a/c icon was displayed between the battery icons. There was no patient involved; thus, no adverse event reported.